Event description:
Original surgery and second surgery took place within one to two weeks of each other; hospital not notified of foreign body until payment dispute march 2004. Piece of metal found on iris one day post-op. Origin: unknown, possibly from phaco. Tip had been discarded at time of surgery; unable to examine. Second surgery was outpatient in 06/2003; home same day. Outcome reported as excellent. No infection.